Manufacturer narrative:
Additional manufacturer narrative: the device was returned and evaluated. Upon exiting the rns (remote monitoring system) software, the rns would automatically reboot up again into the rns software when it should not. The device was sent for repair and return to the original manufacturer.

Manufacturer narrative:
The customer reported that the display on the rns (remote monitoring system) goes black for 2-3 seconds. The customer reseated the cable and rebooted the rns to fix the issue. On (B)(6) 2016 the customer called back and stated the rns was still blanking out. It only happens for a few seconds at a time. Verified there is no video extender with the biomedical engineer and when we exited the rns software it would automatically reboot up again. Tried to log out but we were unsuccessful, rns software booted up before we could log off. The customer was provided with an exchange. The customer's unit was requested but has not yet been received. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the display on the (rns or remote monitoring system) goes black for 2-3 seconds.